Event description:
The CPR release cord is used to lower the head of bed in the event of a code situation. The release cord is located on the side of the bed with a bright red knob. This knob is at a level where it is line of sight for a curious child visitor to pull. When the head of the bed comes down, there is no mechanism to gradually lower the head. It slams down with immediate force from the weight of the patient. If a hand is in the bed rail, there is significant risk of the hand being crushed. The manufacture has a note that states "pinch point" read user manual. A visitor (especially a child) will not read the user manual and may not consider the risk of the pinch points.